Event description:
A customer reported low aspiration during surgery. There was no harm to the patient. Additional information has been requested but has not been received to date.

Manufacturer narrative:
A company representative visited the customer for the reported event of their system was not aspirating correctly during vitrectomy. The representative was not able to reproduce the reported event. The representative stayed for a couple of surgeries and still was not able to observe the reported event. With no additional related information provided, the customer reported event of their system was not aspirating correctly during vitrectomy was not able to be confirmed. The root cause could not be determined. (B)(4).